Manufacturer narrative:
This report is being filed retrospectively after an audit of the associated complaint file. Nerve injury is a known rare risk, expected to fully resolve over time without intervention or risk of permanent impairment or damage. Although the patient's prognosis is full resolution, confirmation of recovery has not been received.

Event description:
Patient received first miradry treatment on (B)(6) 2014. Treatment was successfully completed. It was noted the patient felt a deep burning sensation twice during the procedure (pain did not extend down arm). Patient e-mailed clinic (B)(6) 2015 to report lingering numbness in right arm from armpit to center of forearm. Patient stated she had resumed light exercise 2 weeks earlier, resulting in pain and swelling in forearm and inner elbow area. On (B)(6) 2015: no reported change in patients symptoms. On (B)(6) 2015: patient reported effects may be lessening slightly, not affecting too much. Still hopes it resolves 100%. On (B)(6) 2016: clinic forwarded nerve conduction test report. Nerve recovery was possible was listed in outcome. Clinic lost contact with the patient. No further updates are expected.